Event description:
The customer contacted stryker to report that their device was booting up with a completely white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient use reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. The user interface pcba was replaced as the most probable cause however a root cause could not be conclusively determined. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Manufacturer narrative:
The replaced user interface pcba was further evaluated and it was observed that there was a cracked and shorted capacitor (c181) which caused the white display.

Event description:
The customer contacted stryker to report that their device was booting up with a completely white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient use reported with the event.